Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted 2 months after implant. No product allegations have been received at this time. No additional adverse patient effects outside of the replacement procedure were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted 2 months after implant. The patient experienced valve issues and the physician decide to extract the system. No allegation against the device. No additional adverse patient effects outside of the replacement procedure were reported.